Manufacturer narrative:
(B)(4). Concomitant medical products: g7 positioning guide rod cat#: 110018822 lot#: zb170401. The reported event is confirmed, as the product packaging is empty, however it cannot be substantiated that the device packaging was shipped in non-conforming condition. Products were returned; therefore, visual inspection of the returned packaging identified that they are damaged/cut open and are missing products. However, it was determined that the packaging was cut and torn in a way that is not consistent with transit damage. Device history record (DHR) was reviewed and no discrepancies were found. Review of manufacturing history determined the devices were likely conforming when leaving zimmer biomet control. Review of the complaint history determined that no further action is required a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00673.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that packages were received without the items included. No adverse events have been reported as a result of the malfunction.